Manufacturer narrative:
(B)(4) approximate age of device ¿ 47 days. The pump remains in use supporting the patient. The patient is awaiting a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s lactate dehydrogenase (ldh) level was elevated at 502 u/l on (B)(6) 2016. The estimated flow values and pump powers were noted to be increasing since implant, with one power elevation to 10 w. On 12/30/2016 the patient reported an increase in shortness of breath and was admitted to the hospital. The ldh was 473 u/l, inr was 3.2, and plasma free hemoglobin was less than 30 g/dl. A ramp echocardiogram reportedly found nothing specific of note. A system controller log file was submitted and reviewed by the manufacturer¿s technical services representative. The average power ranged from 6.7 w to 10.1 w and the average flow ranged from 7.4 lpm to 12 lpm. No atypical events were observed in the log file. The patient¿s clinicians reported that the shortness of breath was likely due to acute systolic heart failure and suspected pump thrombus. The patient was started on IV heparin and low dose aspirin. On (B)(6) 2017 an echocardiogram showed the left ventricular systolic function was severely reduced and there was diffuse hypokinesis. The calculated ejection fraction was 15 ¿ 20%. When the pump speed was ramped from 8800 rpm to 10,000 rpm the left ventricular end diastolic diameter ranged from 4.29 cm to 3.8 cm. The aortic valve did not open. It was noted that the inflow cannula was malpositioned; however there was no turbulent flow. Right ventricle size and systolic function were normal. The patient¿s lactate dehydrogenase reportedly improved over time and on (B)(6) 2017 was 205 u/l, and the inr was 1.6. The patient showed no other signs of hemolysis. A log file showed the pump power ranged from 5.5 w to 12.3 w and the flow was 5.2 lpm to 12 lpm. Throughout the log file, the pump power decreased over time. On 01/12/2017, it was reported that the health professionals were closely monitoring the patient. The patient was discharged to home on an unspecified date. On (B)(6) 2017, it was reported that the patient¿s ldh level was starting to trend upwards again to 440 u/l on (B)(6) 2017. On (B)(6) 2017, the ldh was 196 u/l. The patient¿s anticoagulation regimen included low dose aspirin and warfarin; persantine was discontinued secondary to nausea. The patient denied shortness of breath or other symptoms of congestive heart failure at that time. Log file review noted the average power ranged from 6.7 w to 9.6 w and the average flow ranged from 8.0 lpm to 12.0 lpm. The patient was transferred to a transplanting hospital and was being worked up for an urgent transplant due to suspected pump thrombus. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The report of power and flow elevations was confirmed based on the evaluation of the submitted system controller log files; however, the report of suspected thrombus and a malpositioned inflow conduit could not be confirmed. The three log files contained overlapping data, which captured multiple power elevations, elevated estimated pump flow, and decreased average pi. Pump power ranged from 5.5 watts and shifted to powers as high as 12.3 watts. Pump flow and pi ranged from 5.2-12.0 lpm, and 1.7-5.5, respectively. Based on our complaint history elevated pump powers and decreased pi, coupled with elevated ldh could be indicative of potential device thrombosis. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing and the severed portion of the driveline was not returned. Upon disassembly of the returned pump, examination of the inlet tube revealed a small piece of strongly adhered tissue along the proximal opening. A specific cause for this tissue growth and direct correlations to the events in the log files and the reported malpositioned inflow conduit could not be conclusively determined. Examination of the remaining pump blood-contacting surfaces revealed no adhered thrombus formations or deposition. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the reported events. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was successfully transplanted on (B)(6) 2017. The patient had been listed at 1a status at (B)(6) related to suspected pump thrombus.